Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
The healthcare provider (hcp) reported impedance issues. It was stated that impedance measurements were taken, and that the impedance issues involve the right system, with the left body showing intermittency in therapy. The patient has a short between 0-1, opens involving 1-2 and 1-3, and case 0 has normal impedances. They have been programmed on c+1-2- for years and have done well. The short and opens have been reflected in impedances measurements since (B)(6) 2015. It was further noted that in (B)(6) 2015 0-1 = 35 ohms, and as of a couple of weeks prior to date notified 0-1 = 79 ohms. In (B)(6) 2016 the opens and shorts were showing as well. Imaging done with the neurosurgeon recently has been negative. In 2015 the patient had a previously reported broken contact with the entire system being taken out as a result. More recently within the past week prior to date notified the patient was tackled by their friend, but the change in therapeutic benefit occurred prior to that event. The patient also has back pain with intermittency in therapeutic benefit within the last 2 weeks prior to date notified. The hcp is going to see the patient later on date notified. They are considering adding 0 to programming to see how well patient does, it may be added as a different group so the patient can switch back to current programming if desired. Indication for implant is dystonia and movement disorders. See related regulatory report 3004209178-2016-15424.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported that when they were checking impedances all pairs with 1 are not > 40,000 ohms. The patient was programmed on c+ 0-1 and the therapy impedance was 582 ohms at 2.9ma, which was the same as last time. It was stated that the patient continues to have some pain and intermittency, and that the patient will be meeting with the surgeon next week and may have programming switched to c+ 0- to avoid 1. The patient's dystonia is still well controlled and the side with the impedance issues is not as significant as the other side controlling symptoms, as a result they will not aggressively troubleshoot this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.